Manufacturer narrative:
Result: loose screws on lift assemblies.

Event description:
It was reported by service report that the bed was not raising or lowering intermittently. It is not known if there was pt involvement or adverse consequences.